Manufacturer narrative:
(B) (4). (B) (4). The set was not saved by the customer. The lot number was not identified; therefore, lot history record review could not be performed.

Event description:
Customer indicated a nurse reported set came apart when infusing a blood product. No other info was provided.